Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient can only charge to 80% before the controller shows the charge session is finished. This is requiring the patient to charge multiple times a day. The rep was advised to tell the patient to call in and troubleshoot with technical services when this occurs. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient stated that they are getting a full charge. However, once the recharger says ¿full¿, it takes another 20 minutes to actually stop charging. The rep noted that they are getting the 49 and 60 screens. The rep inquired if this was normal. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient had to charge twice a day and during recharging it became so hot that after 45 minutes they had to stop. The recharger would then show "finished" at 30%. The patient was having trouble recharging- sometimes the recharger would connect perfectly and other times it took a long time and barely connected or showed "no device found". The patient didn't report anything about how the controller connectedto the ins on its own. The patient had to charge twice per day to keep the ins full but it still died overnight. The patient decreased their intensity to see if this would help. It took about 40 minutes to go from dead to 30% charge. The screen would show a green light at the ins charge of 30% but say "finished". The base of the patient's recharger became really hot where it was burning but the patient didn't want to decrease the recharging speed. The patient didn't have anything covering the recharger and it didn't use to do this. The patient sent the representative three different screens- one that showed "stop" but didn't say "recharging" or "excellent," another that said "recharging" but no quality was given, and another that said "excellent" but not "recharging". It was reviewed that the screen would show "finished" at less than 100%. It was reviewed that the representative should meet with the patient and observe their charging habits. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was receive from a consumer regarding the patient. It was reported that starting in the middle of january, the implantable neurostimulator was depleting quicker than usual. The patient charges every day. The patient was charging the implantable neurostimulator at 11pm the night prior to the report and he charged it to ¿finished¿ and he woke up with 50% charge. The patient had been charging for 3 hours at the time of the report and the patient controller battery was at 100% and the implantable neurostimulator battery was at 40%. The patient has not made any changes to the settings. The patient indicated that they always charge to 100% full. The patient was redirected to their health care provider for further troubleshooting. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient got the replacement and was still having problems. The programmer was stuck on searching for device and even after removing and replacing the battery, it would not clear. The rep will be meeting with the patient the day after the report. It was noted that the controller and the rtm have been replaced already. On (B)(6) 2019, it was reported that the patient was still having issues with the system for the last 1-2 weeks and has already received a new controller, a recharger, and a wall plug. The controller got stuck on looking for device screen and the only way to resolve it was to remove the battery pack, insert aa batteries, and plug into the wall. The patient had gotten indicated that the implantable neurostimulator (ins) was dead and the therapy was out but that screen was glitched, barcoded, and all over the place. The ins was currently dead at the time of the report, but they were recharging in the office normally. Late, it was indicated that the screen was frozen and they weren't able to do anything with the screen, the grey button wasn't working, and nothing was flashing. The battery pack was removed, the screen slowly grayed out, then went off completely, and won't light back up. The battery pack was placed back in and they were able to start charging normally but froze again a few minutes later. It was instructed for the battery pack was placed in the controller and was able to recharge normally for several minutes. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient; product ID: 97755, serial# (B)(6), product type: recharger; product ID: 97745, serial# (B)(6), product type: programmer, patient. H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharger antenna was damaged. The coating entrance of the recharger was cracking and the device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative indicated controller was showing the passive recharge mode before starting a normal charging session with the ins. Patient claimed to have charged the ins to 100% last night, and this morning was at 30%, rep said this was fine. Rep did not indicate there was an issue with the depletion rate. During the call, rep turned controller on and screen was white, patient had to reset the controller by removing and reinserting the battery. After resetting the controller, patient indicated she was able to use the controller normally. It was mentioned when removing the battery, the battery was loose, it was so loose that she could shake the battery out of the controller. They tried to start a recharging session with controller and recharger 4 times while on the phone and kept getting no device found screen. Rep stated last week when she tried to use the controller to charge, she did not have trouble finding the ins with the controller. Patient told rep sometimes they were able to get the controller to connect to ins without an issue. Rep was able to find ins and started a recharging session normally without issue. Additional information was received from rep on 2019-april-22. Patient noted having a new remote sent and it was currently glitching, battery would not turn remote on anymore. While on the call, rep clarified that the remote was actually freezing with and without the recharger connected and had happened 3 times. Rep tested new controller by reinserting li battery pack, device turned on but when he went to use passive mode recharge, all number showed 0-0-0 for antenna locate mode. Troubleshooting included powered controller off and back on, removed and reinserted controller battery, the issue was not resolved. A replacement controller and recharger would be sent, controller did not recognize recharger, and controller was freezing even though it was just received, rep¿s loaner unit was not freezing. Technical services (tss) rule out any issue with recharger by having rep used demo remote with li battery. When performed a passive recharge mod, antenna locate numbers as 0-0-0 in the air 0-53-100 on metal 0-14-100 on patient 0-92-100 on patient after repositioning it was reviewed that rep should use that position to perform passive mode recharge until normal recharging had resumed. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that it takes a long time to charge (hours) in the morning and in the evening. Sometimes it doesn't take as long to charge. Occasionally, the implantable neurostimulator will turn itself off and the patient knows that the device in helping him because the patient ends up in a lot of pain and starts to hurt really bad. The patient sometimes has accidentally been turned off, or it has shut itself off. There were no further complications reported or anticipated.